Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A 5f mynxgrip vascular closure device (vcd) failed to close. The sheath stuck when tried to pull back up. There was no reported patient injury. The product was returned for analysis. One non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open. The advancer tube was returned separated from the device. The procedure sheath was observed on the device, fully retracted. The sealant was not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis the advancer tube was re-inserted on to the catheter shaft and the shuttle down step was simulated. No resistance was felt when the shuttle being advanced and retracted until the shuttle locked onto the black handle. The returned device performed as intended per specification. A product history record (phr) review of lot f1825002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The device performed as intended. Without the return of the sealant, based on the information provided, the condition of the returned device and the investigation performed, the reported could not be confirmed and the root cause could not be conclusively determined. However, it should be noted that if the sealant is prematurely hydrated and adhered to the catheter shaft and/or shuttle tubing, this may create resistance and hinder the device from unsheathing the sealant during the deployment. Based on the information available for review, procedural factors may have contributed to the event. According to the instructions for use, although not intended as a mitigation of risk, ¿deploy sealant align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1825002) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to close. The sheath stuck when tried to pull back up. There was no reported patient injury. The product will be returned for analysis.